Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. If the device is received or additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21 mm pericardial aortic valve, implanted two (2) years, one (1) month, was explanted due to aortic stenosis and regurgitation secondary to pannus formation. The patient originally underwent a david surgery with a 26 mm graft to correct aortic regurgitation and annulo-aortic ectasia, however, aortic regurgitation was not resolved, so that this valve was implanted for bentall surgery. Approximately one (1) year and eight (8) months after implant, advanced hemolytic anemia was detected and the patient started to need blood transfusion. In echo, paravalvular leak appeared to be observed and advanced aortic stenosis was detected as valve function. The valve was explanted and replaced with a 21 mm non-edwards valve. Valve condition at explant was described as ¿pannus was encroaching onto the stent post and leaflets, especially non-coronay leaflet and left-coronary leaflet, and leaflet mobility was restricted due to pannus formation and it led to hemolysis¿. After explant, hemolysis was resolved. Patient status was reported as "recovered" at general ward of the hospital. The customer commented ¿pannus growth occurred from the patient¿s native tissue, positioning at stent post, which was spared at david surgery¿. The patient also underwent CABG and mitral valve repair with a 28mm ring during the procedure.

Manufacturer narrative:
Device evaluation: the x-ray demonstrated minimal calcification on leaflet 3, commissure 1 bent, and wireform distortion near leaflets 1 and 2. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect and 7mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. The report of stenosis and pannus formation was confirmed. The host tissue restricted leaflet mobility and led to stenosis. The report of regurgitation could not be confirmed through visual observations. Based on the information received the root cause of the event remains indeterminable; however, patient factors likely contributed to the event.